Manufacturer narrative:
As reported, the optifix at is being returned for evaluation, however at this time, has not been received. Based on the information provided and not having the sample returned for evaluation, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use states, "the optifix¿ at absorbable fixation system with articulating technology should always be used in the fully straight position (position 1) or fully articulated position (position 2). Do not apply counterpressure or deploy fasteners when the device is in between positions 1 and 2. The optifix¿ at absorbable fixation system with articulating technology should always be used when the handle rotation is locked at the 90°, 180°, 270° or 360° position. For the optifix¿ at absorbable fixation system with articulating technology, care should be taken not to pull the distal tip of the device too far into the trocar when the device is articulated as this can damage the distal tip. Place the tip of the optifix¿ at absorbable fixation system with articulating technology at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure to ensure fastener is fully deployed. Different types of mesh may require different amounts of counterpressure. Adjust counterpressure for straight and articulated mode appropriately axial to the articulating tip. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head and stem of the fastener. Place another fastener in the same vicinity. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." If/when sample is returned and evaluated, a supplemental emdr will be submitted.

Event description:
As reported, during an open ventral hernia repair procedure using a ventralight st 4x6 device on (B)(6) 2020, the trigger of an optifix at, 30 count was pulled and the first tack did not fire. The experienced surgeon tried to pull it the second time and the tack fired, but did not fully pierce the mesh and went in at an angle. Second tack did not pierce mesh at all, and third went in half way. The handle was upside down for 2 fires, and straight on for one fire. The surgeon chose to stop the using the device and used a non bard/davol fixation device to finish the case. There was no patient injury reported.

Manufacturer narrative:
As reported, the optifix at is being returned for evaluation, however at this time, has not been received. Based on the information provided and not having the sample returned for evaluation, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this is an addendum to the initial MDR. This supplemental emdr is submitted to document the results of device evaluation. The subject device was returned for evaluation. During the sample evaluation, all the remaining twenty-three (23) fasteners deployed successfully with no issues found. The reported event that fasteners would not penetrate was not reproduced throughout the sample evaluation. No manufacturing anomalies were found. The sample was found to function as intended. The instructions-for-use states, "the optifix¿ at absorbable fixation system with articulating technology should always be used in the fully straight position (position 1) or fully articulated position (position 2). Do not apply counterpressure or deploy fasteners when the device is in between positions 1 and 2. The optifix¿ at absorbable fixation system with articulating technology should always be used when the handle rotation is locked at the 90°, 180°, 270° or 360° position. For the optifix¿ at absorbable fixation system with articulating technology, care should be taken not to pull the distal tip of the device too far into the trocar when the device is articulated as this can damage the distal tip. Place the tip of the optifix¿ at absorbable fixation system with articulating technology at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure to ensure fastener is fully deployed. Different types of mesh may require different amounts of counterpressure. Adjust counterpressure for straight and articulated mode appropriately axial to the articulating tip. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head and stem of the fastener. Place another fastener in the same vicinity. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an open ventral hernia repair procedure using a ventralight st 4x6 device on (B)(6) 2020, the trigger of an optifix at, 30 count was pulled and the first tack did not fire. The experienced surgeon tried to pull it the second time and the tack fired, but did not fully pierce the mesh and went in at an angle. Second tack did not pierce mesh at all, and third went in half way. The handle was upside down for 2 fires, and straight on for one fire. The surgeon chose to stop the using the device and used a non bard/davol fixation device to finish the case. There was no patient injury reported.